Event description:
The customer reports a falsely decreased architect stat troponin-I assay result for one patient tested on an architect i1000sr analyzer. An initial result of less than 0.001 ng/ml was generated. The sample was then tested on another architect platform in the lab and generated a result of 0.066 ng/ml. This customer uses a cut-off value of 0.028 ng/ml. The customer then retested the sample on the initial analyzer and generated a result of 0.061 ng/ml. The customer then replaced the reagent pack and recalibrated the assay. The sample was again tested with a result of 0.060 ng/ml. The customer stated that the initial result was not reported from the lab and that there was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The suspect medical device changed from the architect stat troponin-I assay, list: 02k41-27 to the architect i1000sr analyzer, list: 01l86-40. MFR report no. 1628664-2014-00011 has been submitted to document the suspect medical device as the architect i1000sr analyzer.